Event description:
Crna stated, "no output from the device when used on a pt in ICU who was bradycardic. Could not get output from the device. Switched to pacing swan which took about 15 minutes." Crna used the pacing swan to treat the bradycardia, delay of treatment. At this time, crna did not believe the pt suffered any injury due to the device not working.